Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 602 module (e602). The erroneous result was reported outside of the laboratory to the treating physician. All patient samples tested on the date of the event were repeated and no other discrepancies were found. On the morning of (B)(6)2017, a first sample was collected from the patient and tested for tnths, resulting as 94.4 pg/ml. A second sample was collected from the patient at 1:00 p.m. And it resulted as 4.92 pg/ml. The result was questioned. The sample was repeated twice, resulting as 46.82 pg/ml and 50.57 pg/ml. A third sample was collected from the patient at 2:06 p.m. And this resulted as 38.8 pg/ml. No adverse events were alleged. The tnths reagent lot number was 195500, with an expiration date of february 2018. The customer was using sample tubes with dimensions of 12 x 75 mm. This tube diameter is not specified for use with the e602 analyzer. The customer believes that the e602 analyzer fails to detect issues when not enough sample is pipetted. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The customer did not use tubes specified for use with the system and did not use recommended rack adapters. This may lead to pipetting issues on the instrument. The alarm trace showed several sample pipetting alarms occurred, indicating a general issue with the instrument or with the sample quality. Calibration and quality control data showed no indication of an issue.